Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the condition described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. One decontaminated sample with lot number 501315764 was received for evaluation. The reported condition by the customer was confirmed; the sample present a broken tip. The current molding process conditions were reviewed and it was confirmed that all manufacturing procedures are being followed properly. The potential root cause that of the reported condition is degradation in resin during the molding process, generated during continuous minor process stops due to process conditions that may produce material degradation which can occur during long residence time without plastic flow causing a potential risk of manufactured molded components with material degradation which could affect the mechanical physical properties of the finished molded component. A production notification was issued to all personnel to ensure that they are aware of the condition reported by the customer. As part of the corrective actions an automatic shutdown system has been implemented in the molding machine in order to prevent the material degradation during the residence time through the molding process. This system will generated an alarm and will shut down the machine during prolonged machine stoppage with the resin feeding system which will be off and will not allow resin into the molding machine thereby avoiding the potential material degradation. Once the machine is restarted, the standby is to be removed manually by the technician. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 05/19/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a yankauer. The customer reports that during a scheduled laparoscopic assisted vaginal hysterectomy (lavh), the physician was removing a clot from the tip of the device when the tip fell off. All pieces were recovered and there was no patient injury. According to the associate scrubbed in the case, the yankauer had functioned fine prior to this point.